Manufacturer narrative:
Aware date used as event date, as no event date was reported. Device evaluated by MFR: the device was not returned, however was analyzed in the field. Field service records were reviewed which indicated that the device had an issue with the pressure regulator. The pressure regulator was replaced and the issue was resolved.

Event description:
It was reported that the rpm of the device was unstable. A rotablator rotational atherectomy system console kit was selected for use. During preparation, the rpm of the device did not increase more than 180,000 rpm. However, it suddenly increased up to 200,000 rpm inside the patient's body.